Manufacturer narrative:
The returned device was evaluated by olympus. The evaluation found that an image was not present when the device was tested; the cause was assigned to a cable connector failure. In addition, the evaluation noted peeling of the rear cover labels. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model ch-s400-xz-ea, 4k autoclavable camera head to olympus for repair due to a report that the camera head was "broken." Upon inspection and testing of the returned device, an image was not present due to a cable connector failure. This report is submitted due to the finding of no image present, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure (no image). The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a faulty cable. The cause of the fault was not determined. Olympus will continue to monitor field performance for this device.